Event description:
It was reported that during an implant procedure the atrial lead was removed due to oversensing. A new lead was placed and then replaced due to atrial oversensing. Followup information indicated that when the device was connected to the leads and inserted into the pocket, there was oversensing on the atrial channel. This was reproducible. The atrial lead was replaced but with the new lead implanted and connected, the oversensing was still present. The device was then replaced, and no oversensing was observed despite extensive manipulation in and out of the pocket. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was atrial oversensing. The device was implanted and then removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. Grommet damage was noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism, proximal conductor was distorted, the outer insulation was breached cut.